Event description:
Patient was being mechanically ventilated on a g5 ventilator. This ventilator was alarming and rt came to the bedside. Rt noted a loss of pressure alarm and so she asked for help and they bagged the patient while they attempted to recalibrate and change out an expiratory valve. This valve can often be the cause of a loss of pressure due to the cleaning process over time. The ventilator would not calibrate so the ventilator was switched out and the patient is ventilating without issues at this time.